Event description:
It was reported that the patient presented for remote follow up merlin.net. A review of the transmission found that the right ventricular lead exhibited loss of capture and high pacing impedance that exceeded the upper limit. Programming interventions were made. The patient was stable.